Event description:
It was reported by svc report that the ground prong was broken off the power cord. The customer reported that they did not know if there was any pt involvement or if there were adverse consequences to report.